Event description:
Olympus was reported that the ptfe pad of the subject device might detach during a hysterectomy procedure. The subject device was exchanged for a new one and the procedure continued as planned without further incident.

Manufacturer narrative:
The subject device was not returned to olympus medical sys corp (omsc) for eval. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe had severely wears, and the distal end of the pad separates from the grasping section. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.